Event description:
The subject device was sent to an olympus service center for evaluation with a report that the device had been repaired mid-july 2021, and after it was returned, the physician pointed out that the near focus had become worse when the object was brought close to it and was out of focus [blurred image]. This was observed during an unspecified procedure. There was no patient impact.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue but found a stain on the objective lens. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system. Operation manual: important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device.